Event description:
Consumers mother stated that the chair moves on itself intermittently causing her to run into the wall and practically running over her brother. Recall has not be issued yes refer to wheelchair and scooter repairs for replacement.